Manufacturer narrative:
Efforts to obtain additional information from accredo specialty pharmacy were unsuccessful. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 27-mar-2026 from accredo specialty pharmacy and forwarded to millyard advanced medical products, llc on 29-mar-2026. It was reported that the patient received alarms and observed leaking while using both remunity pro pumps, serial numbers (B)(6). The patient ultimately presented to the emergency room (ER) with their pumps and supplies for further troubleshooting by the ER staff.